Manufacturer narrative:
On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse found the tubing to the sample mixer wash station was disconnected. The fse reconnected the tubing and primed the instrument 20 times. No further leaking was observed. While onsite to address this issue, the fse was informed by a laboratory staff that the instrument was also generating intermittent reaction carousel temperature errors and many "cuvettes failing water blank" errors. The fse performed service to address this issue which was unrelated to the initial report of leaking. The fse verified repairs per established procedures. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak coming from modular chemistry side of unicel dxc 600 pro synchron clinical system onto the floor. The customer could not determine the source of the leak. The customer was advised by bec customer technical support (cts) to use ppe before troubleshooting. The cts had the customer stop the instrument and place paper towels in compartment and on floor. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.